Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including daily/weekly/monthly self-test and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The monitor board and dock connector board were replaced as a precaution. The customer received a replacement device. The pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.